Event description:
It was reported that a syringe 0.5ml 30ga 8mm 10bag 500 ca had difficult plunger movement, and was unable to draw up medication during use. The following was reported by the initial reporter: "it was reported that plunger rod is hard to push and can not draw up insulin. Also reported needle is bending when trying to get needle to penetrate vial. Event description per attached email states: consumer stated, the plunger is hard to move stated, she can not draw her insulin because the plunger is hard to move stated, the needle will bend when trying to draw up insulin because she has to push really hard on plunger to get it to penetrate the vial/membrane."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0041226, d4: medical device expiration date: 2025-02-28, h4: device manufacture date: 2020-02-10. H5: imdrf annex b grid b14. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0041226. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 10bag 500 ca had difficult plunger movement, and was unable to draw up medication during use. The following was reported by the initial reporter: it was reported that plunger rod is hard to push, and can not draw up insulin. Also reported needle is bending when trying to get needle to penetrate vial. Event description per attached email states: consumer stated, the plunger is hard to move stated, she can not draw her insulin because the plunger is hard to move stated, the needle will bend when trying to draw up insulin because she has to push really hard on plunger to get it to penetrate the vial/membrane.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 10bag 500 ca had difficult plunger movement, and was unable to draw up medication during use. The following was reported by the initial reporter: "it was reported that plunger rod is hard to push and can not draw up insulin. Also reported needle is bending when trying to get needle to penetrate vial. Event description per attached email states: consumer stated, the plunger is hard to move stated, she can not draw her insulin because the plunger is hard to move stated, the needle will bend when trying to draw up insulin because she has to push really hard on plunger to get it to penetrate the vial/membrane."